Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was hot and has been burning up since yesterday. It was noted that the nurse wrote down all information of the monitor so not to touch the unit. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.